Event description:
It was reported by customer that the 0.75-inch 20 g huber needle was removed from a patient at time of chemotherapy disconnect, and the safety did not engage, it could not be moved down the needle to cover the tip. There was no harm to patient or staff. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.